Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed and inhibited ventricular pacing. Attempts to recreate the noise were unsuccessful with isometrics and valsalva.